Event description:
Information was received indicating that during use of a smiths medical cadd medication cassette the pump exhibited a no disposable alarm. No adverse patient effects were reported. It was reported that the pharm tech was unsure which lot number exhibited the issue, potential lot numbers were reported as: 4076288 exp 2025-11-25 and 4095685 exp 2026-01-20. Per reporter no additional information was available.